Manufacturer narrative:
Product evaluation: the product was not returned for analysis. All product and batch history records are quality reviewed prior to product release. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after an intraocular lens (iol) was implanted, the patient experienced issues with near and intermediate vision. The lens was exchanged for a different lens within two months after initial implantation. Blurred vision was the clinical reason given for the explant.